Event description:
It has been alleged that a portion of an overhead lift traverse rail system became disconnected while a pt was being transferred to a chair. When this occurred the likorall lift motor came into contact with the pt and caused some non-serious bruising on the forehead. MFR# 8030916-2013-00092.